Manufacturer narrative:
(B)(4). Pump received with broken battery tube threads and cracked reservoir tube lip. Pump passed the displacement test. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.